Event description:
It was reported that during a pacemaker system implant procedure, the attempted implant of this right ventricular (rv) lead was unsuccessful due to the lead exhibited loss of capture (loc). The physician opted to remove the rv lead and successfully replaced it with a new lead. No additional adverse patient effects were reported.